Event description:
It was reported that there were no electrical signals that were discernable, no p waves or r waves that correlate to the cardiac cycle, signal was isoelectric with no deflection other than baseline noise, no capture or pacing observed on the right atrial (ra) lead. A ra lead fracture was suspected. Programming changes were made. The ra lead was capped (B)(6) 2025 and replaced. The patient was stable through the entire procedure and there were no patient consequences for this procedure.

Manufacturer narrative:
Correction: section h8 - usage of device " initial use of device" should have been selected.